Manufacturer narrative:
The insulin pump was received with no moisture damage noted on the electronics, motor, vibrator motor and battery tube assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the keypad of the customer's insulin pump was not working properly. Her blood glucose was 140 mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.